Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, the valve sewing ring was cut midpoint of leaflet 2 to commissure 3. Cut sewing ring is unlikely to be related to the event, and most likely occurred during explant. No visible inconsistencies observed on leaflets. Metal attachments were observed on sewing ring near commisure 2. No visible damage to wireform as visible in the x-ray. Additional information and operative records (echo imaging, operative report...etc) have been requested from the hcp, but not yet provided to edwards. The provided information and edwards investigation suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilizations inspections. No further action required at this time, additional details and investigation updates will be reported if provided.

Event description:
It was reported by surgeon via sales that an edwards aortic bioprosthetic valve size 25mm was explanted at implant, then replaced with another bioprosthesis. It was reported that the patient¿s sinotubular junction was tight and that once he implanted the valve there was significant aortic insufficiency. The surgeon wasn¿t sure if there is a problem with the valve or if the patient¿s anatomy was just difficult. Tried twice to implant this valve and then explanted it and implanted a stentless porcine valve. No further information has been provided.